Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not have a filling port cap. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: the lot was manufactured from october 14, 2022 to october 17, 2022. The actual device was received for evaluation in its original unopened package. A visual inspection was performed which observed the fill port cap was missing. The reported condition was verified. The cause of the condition was an assembly related issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.